Manufacturer narrative:
The device analysis report attached. This report is submitted on april 22, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 in order to perform MRI procedure. Reimplantation is planned but has not taken place at the time of this report.